Event description:
It was reported that during a laparoscopic sigmoidectomy, on 1st firing the surgeon inserted the device and closed the jaws on the tissue. The gun was fired. The staple line & anastomosis was ok but the jaws would not open. The surgeon needed to manually open the jaws with a grasper to release from the tissue. No further consequence to patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was being used? Was the device difficult to fire? Were any unexpected noises heard? How was the case completed?

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.